Event description:
It was reported that the tip of the driver fractured during the procedure. Tip remains embedded in the implanted plug. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
A visual examination confirmed the reported event. The threaded tip of the inserter is sheared off. Hardness testing of the returned product confirmed proper manufacturing and processing. A review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2011. The probable underlying root cause for the reported incident is excessive deflection forces leading to loss of mechanical integrity and ultimately instrument breakage during usage. The specs of the instrument have been updated to mitigate future occurrences of tip breakage. Those changes have been implemented to increase the strength and ensure fit and function of the instrument with the mating implant threads.